Event description:
It was reported that a patient was found with his abdomen entrapped between the two split siderails. No patient injury reported.

Manufacturer narrative:
User facility is unable to identify the actual unit involved.